Event description:
MRI to scan the brain and orbital regions with and without gadolinium for vision changes and possible optic neuropathy. At one point, the technician scanned the base of my neck causing my body to be lifted off the table. This reaction was the same as a physician tapping your knee and the knee jerks. I would hear the technician laughing and conversing [not to me] in the background. During the past year, I have experienced pain in the right eye [the weakest] and sensitivity over the front and top of my head, as well as a stiff neck with popping/cracking sounds. At a recent eye exam in 2009, I was told that my glaucoma has become more aggressive. And, that I have lost a great deal of my vision in both eyes. My first thought was that I had not taken my medication for two months. However, after checking with the pharmacy, I had filled the first script in 2008 and had six -6- re-fills. So, I did use the eye drop xalatan. My question is: did the MRI effect my vision by making the glaucoma more aggressive causing vision loss?